Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged: litigation papers alleged: underwent several additional surgical procedures; permanently harmed by severe poisoning and metallosis from the metal debris of the asr hip. Permanently harmed, because of complications normally associated with a second or third hip replacement.

Manufacturer narrative:
Corrected/updated data: (event date); (date of report); (brand name); (type of device); (additional device information); (date received by manufacturer); (premarket identification); (date of manufacture). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.